Manufacturer narrative:
Product has been received by zimmer biomet. Based on this investigation, the screw was conforming when it left biomet and it appears that the fracture may have been caused by excessive torque resulting in metal fatigue. Review of complaint history found no additional related issues for these items. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a 2.4 mm cortical screw fractured when the surgeon tried to fix an alps locking plate with the patient's bone. Also, it was hard for the surgeon to tighten the 3.6 mm cortical screw after tapping, so he decided to remove it to avoid fracture. He felt that the screws were weak. The patient was young so he/she had good bone quality.